Event description:
Stapler was applied to bowel and fired, handle broke off from stapler and jaw was not opening. Stapler was then broken in two and removed by physician. No harm came to the patient and surgery proceeded as planned. FDA safety report ID# (B)(4).